Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2021-02862. It was reported that post a permanent implant procedure on (B)(6) 2021, patient experienced left leg weakness. The physician reported that the leads were implanted intrathecal. As a result, the leads were reintroduced properly resolving the issue.